Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that there were post-op problems and it was removed and re-implanted on the other side in november 2017. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider clarifying that the post-operative problems were an incisional abscess. The symptoms the patient experienced were pain and clear drainage. The cause of the post-operative problems was the abscess. It was also noted that the device return is pending removal surgery. No further complications were reported.